Event description:
It was reported that the patient had required emergency replacement surgery; the dbs system was replaced for "equipment failure" (details were not provided), the spouse had indicated that the patient experienced "additional trauma" from the event; no symptoms were reported. The hcp had indicated to the representative that one lead had migrated; "the dbs lead pulled out (moved 10-20mm), which could have been activity related" (no details or dates were given). The representative had been present for initial programming; no issues were noted and the patient had indicated that symptoms improved. The representative followed-up with the physician; subsequent reprogramming had occurred "for a month or so" by the hcp (dates were not reported). The representative indicated there had been an open circuit. Impedance readings had revealed a "short" and the lead was replaced, it was unknown why the ipg was also replaced. The user facility had disposed of explanted product, the devices would not be returned for analysis. The patient outcome had initially been good with no subsequent change in status reported. Refer to MFR reports #6000153-2007-02723 and 6000153--2008-00930.